Event description:
Additional information received reported that no diagnostics were performed and no malfunctions were seen or determined as cause of issue. The patient was reeducated about positional changes and how to adjust stimulation. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown: product type lead product; ID neu_ptm_prog, serial# unknown: product type programmer. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was reported that the symptoms occurred ¿when he was walking across the kitchen carrying his laptop using wi-fi and placed laptop in truck about 1 hour ago today.¿ it was noted that the patient believed that something was wrong. It was further noted that the patient felt tingling and then felt like a shocking, jerking and he cannot turn it off. It was noted that there was no known incident. It was noted that the target stimulation area is between knees and that is where he felt the jerking. It was further noted that the patient reported not being able to adjust stimulation. It was noted that the patient recharged for 1.5 hours the day prior to report. It was further noted that the patient did not have any coupling boxes at first. It was noted that this changed to 4 and kept changing. It was noted that the implantable neurostimulator (ins) was off. It was noted that even though the stimulation was off the patient reported that they still felt jerking. It was noted that it was actually a little worse since he was recharging. It was noted that at one point ¿it¿ went to a warning screen that sounded like the charge your ins screen. The reporter stated that he wished he had never got ¿this¿ thing and that it might be better to have it removed.